Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -11.5 diopter, was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022, the lens was explanted due to elevated iop. The problem was resolved. Cause is reported as unknown.

Manufacturer narrative:
Weight, ethnicity, race: unk. Claim# (B)(4).